Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra d4: model #: mc2avr1-delsys / serial#: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant of the leadless ipg patient passed away. It was noted that the device implanted with no issues. Next day check showed undersensing. The leadless ipg was reprogrammed. Echocardiogram was performed and cardiac perforation was observed. Patient was noted to be in poor condition and experienced chest pain and palpitations. Emergency catheter procedure was performed which showed cardiac rupture and takotsubo cardiomyopathy. An intra-aortic balloon pump (iabp) was implanted. Patient transferred to intensive care unit (ICU) and passed away. Physician commented patient underlying aortic stenosis may have contributed to patient poor status leading to their death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.